Manufacturer narrative:
(B)(4). Batch number: p56h74. Investigation summary ==> the analysis results found that the ats45 device was received with no apparent damage and with five 6r45b cartridges reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Cartridges b, c, d: 6r45b, fully fired, lockout normal, p55z6k. Cartridges e and f: 6r45b, fully fired, lockout normal, p55r4z.

Manufacturer narrative:
(B)(4). Batch # p9258h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Event: only year (2017) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the surgical procedure? What structure was the device used on at time of incident? Were staples seen at all in the surgical field? Was there any movement of cartridge or tissue during firing sequence? How was the issue addressed? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, there was an incomplete staple line but complete cutting line, no further information is available.